Event description:
Related report: 2017865-2025-11758. It was reported patient presented to the emergency room due to symptoms of pain and itch from the pocket of their implantable cardioverter defibrillator (ICD). It was discovered that the patient's pocket had eroded, and the system would be explanted. During procedure, the electrode at the distal end of the patient's right ventricular (rv) lead separated from the rest of the lead. The ICD and rv lead were explanted. Patient was stable.

Event description:
Additional information received indicated that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were replaced on (B)(6) 2025.

Manufacturer narrative:
Correction: include implant and explant dates of right ventricular lead. The reported event of ¿the electrode at the distal end of the patient's right ventricular (rv) lead separated from the rest of the lead¿ was confirmed. As received, a complete lead was returned in one piece. Visual inspection found the helix assembly to be separated from the lead body. The cause of the reported event was due to procedural damage.